Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: pnma01411a004, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain and failed back surgery syndrome. It was reported that the connector pin was broken. No symptoms reported at this time. June 27, 2019 (B)(4) (con): additional information from patient indicated recharger was unable to power up. It was noted her ins was dead. Patient mentioned she had been in pain because her ¿stimulator was dead¿. Patient explained that she was unable to recharger her ins because her recharger would not power on. Prior the call, patient tried plugging the desktop charger (dtc) into different outlets but noted the recharger would not power on. It was stated patient just received a new dtc, and dtc as not damaged, dtc power indicator light was on. Patient did not hear the recharger beeping and did not have the tools necessary to reset the recharger. A replacement recharger would be sent. Additional information later date from patient indicated the belt broke. No further complication and events were reported.